Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2017- 08780. It was reported the leads had migrated and reprogramming was unable to resolve the issue. The patient underwent surgical intervention on (B)(6) 2017 where the scs system was removed and replaced. Postoperatively effective stimulation was obtained.